Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient's infusion device displayed w8 (bolus cancelled) at 1:47am. There was a bolus in the history of the infusion device for 24.7 units of insulin at that same time that the patient states he did not program. At 2:47am the pump started beeping and the customer was still asleep and thrashing around in his sleep. The patient's wife provided him with glucagon and candy. About one hour later, the patient was still experiencing low blood glucose levels and paramedics were called and treated him with glucose and monitored him. The infusion device was requested to be returned for product evaluation.